Event description:
It was reported that the patient inserted the infusion set into the scar tissue, muscle, or over bone which led to hyperglycemia, and the elevated blood glucose was treated with a correction bolus via the pump on (b)(6) 2026.

Manufacturer narrative:
Initial 2 of 2.Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.